Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a blood glucose result of 167 mg/dl on the aviva system and she was feeling hypoglycemia symptoms. The patient felt sweaty, hot, and shaky. The patient's husband treated her with a can of soda, but it did not help her feel better. The husband also treated her with peanut butter toast and sugar water. The patient was unable to self-treat. The patient received a blood glucose result of 170 mg/dl when she felt better. It is unknown when this result was taken. Return of the suspect device was requested for evaluation.